Event description:
It was reported while using bd¿ multi-use nestable sharps collector hinge cap the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a missing lid of sharps collector. According to the customer's report, one lid was found to be missing upon unpacking.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. This is a report about a missing lid of sharps collector. According to the customer's report, one lid was found to be missing upon unpacking could not be verified due to the product not being returned for failure investigation. Device history record review process was no able to be performed to verify if there were issues reported like missing lids since no lot number was provided. A review of non-conformance material report was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ multi-use nestable sharps collector hinge cap the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a missing lid of sharps collector. According to the customer's report, one lid was found to be missing upon unpacking.